Manufacturer narrative:
Samples received: none at this moment, but pictures of the products labeling received. Analysis and results: there are no previous complaints of this batch. 864 units of this batch were manufactured and distributed in the market, there are no units in b. Braun surgical warehouse. We have received a picture of two boxes which contain 12 pouches. All units inside the box were of the reference-batch g1048710 (safil violet 8/0 (0.4) 30cm 2xdlm6s) - 116104. The pre-printed box is of safil too, but the box label corresponds to the reference-batch g1048735 (safil violet 5/0 (1) 45cm 2xvlm8) - 116261. Products traceability has been checked and it has been determined that this mix-up took place at the moment of preparing the shipment in the warehouse. Both products were prepared at the same time. Moreover, both products were shipped to the same end customer. Asked to the customer regarding the other two boxes of safil 8/0, he/she has confirmed that the product was correct and already used. We assume that the operator labeled the two g1048735 boxes with the g1048710 labels. Final conclusion: taking into account that the results do not fulfill b. Braun surgical specifications, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the safil box was labeled with batch number 116261 and the unit package had batch number 116104.